Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the mdu5 was received with a missing s/n label. However, after unit covering was removed it was determined that the s/n of the unit was 5443. The problem could not be reproduced as indicated in the original complaint. However, as secondary when the unit was burn for long time the image does not appear and drive shaft does not spinning. The root cause of failure is a defective driveshaft. The unit failed to meet specifications for mdu5 qc functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. For the original complaint, the root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2014-01218; 2134265-2014-01219. It was reported that automatic pullback failure occurred. A 120v ilab cart ultrasound imaging system was used in conjunction with a catheter simulator during a demonstration for the staff. When demonstrating automatic pullback, the motor drive unit did not work correctly and stopped. No patient involvement.

Event description:
Same case as MDR: 2134265-2014-01218; 2134265-2014-01219. It was reported that automatic pullback failure occurred. A 120v ilab cart ultrasound imaging system was used in conjunction with a catheter simulator during a demonstration for the staff. When demonstrating automatic pullback, the motor drive unit did not work correctly and stopped. No patient involvement.